Event description:
Per the clinic, the patient experienced chronic infection at the implant site. On (B)(6) 2014 the patient was prescribed oral antibiotics (duration not reported). Subsequently, the patient was administered general anesthesia to facilitate a debridement procedure performed on (B)(6) 2014. On (B)(6) 2014 the patient underwent a procedure to excise excess skin, remove the abutment and suture the site for healing. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.